Manufacturer narrative:
Evaluation summary: no lot code or sample was provided by the customer. No further evaluation or root cause analysis can be conducted at this time. Additional information was requested via phone on (B)(4) 2011, (b)(4( 2011, and (B)(4) 2011. (B)(4). This report was mailed to FDA on: 05/06/2011. (B)(4).

Event description:
A consumer reported she experienced an eye infection following the use of this product. Additional information has been requested.